Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: 748251 (serial: (B)(6); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6) 2023, the implantable neurostimulators (inss) on both sides were replaced at the same time, but one of the inss was replaced this time due to suspected premature battery depletion/exhaustion. Imaging showed there were signs of damage to the extension on the side where premature exhaustion was suspected. It was suspected that the battery consumption might have accelerated as a result of impedance changes; however, impedance was within normal range when measured. The extension was also replaced. The issue was resolved.